Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The provided pictures were examined. According to the pictures the power supply seemed to be in a bad condition and showed heavy marks of use. The male connector of the extension cable was melted down. Assumedly an high amount of fluid caused this thermal damage. Fluid has to be ingressed between the male connector of the extension cable and the female connector of the power supply unit. Based on former tests, this error pattern is a result of usage out of the power supplies specification. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: the customer is reporting thermal damage. No injuries reported.